Event description:
It was reported that the pump battery would not charge resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the was going to leave the pump charging for at least 30 minutes and would call back if the issues continued.